Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for generator change, high capture threshold was observed on the rva lead. No noise or sensing anomalies were noted. Lead was capped on (B)(6) 2016 and replaced. Patient was stable.